Event description:
It was reported that, "the initial surgery was a primary total hip. The pt rec'd an mdm liner with an adm cup and 28mm metal head. Pt dislocated on (B)(6) 2011 after he fell in the shower and the doctor did a closed reduction. The pt fell again on (B)(6) 2011, dislocated his hip again and the revision was performed on (B)(6) 2011. Poly liner disassociated from 28mm head."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.